Event description:
It was reported that this right atrial (ra) lead has fracture present when doing a bipolar programming for the new device. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead has fracture present when doing a bipolar programming for the new device. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead fracture was confirmed through visual inspection. There was no adverse patient effects reported.

Event description:
It was reported that this right atrial (ra) lead has fracture present when doing a bipolar programming for the new device. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead fracture was confirmed through visual inspection. There was no adverse patient effects reported.